Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with black marks on her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. It is not known how the patient manages her diabetes or if changes were made to her usual diabetes management routine. Immediately prior to the start of the alleged issue, the patient claims she felt a symptom of "fast heart rate." The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. There was no indication of misuse. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.